Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. Product return required for mmt-1886. It is unknown whether product will be returned.

Manufacturer narrative:
The pump passed the self-test. Unit was successfully downloaded using thump for history files and traces. Pump error 53 alerted on 09/25/2024 17:54:07.000. Pump error 53 alarm due to software error (line number = 442 1216 1216 1216 and file number = 38 709 709 709). Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and no physical or moisture damage found on the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails and label damage (stained). No communication pump to transmitter (unresolved) was not confirmed. Pump error 53 alarm due to software error. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.